Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that customer had been receiving multiple occlusion alarms. The customer stated the cannula was bent upon removal. The customers blood glucose level was elevated. The customer changed the infusion set and site. Tandem technical support did not perform a system check as the customer reported the cannula was bent and the infusion set was changed.. Customer was unable to provide the infusion set manufacturer.